Event description:
The physician attempted arteriotomy closure with the perclose a-t (the closer ak) device following a diagnostic procedure. It was reported that during the device insertion the physician felt" some resistance." A fluoroscopy check was not performed as the patient was in respiratory distress from lying flat. The physician wanted to close the arteriotomy so that the patient could sit up. The physician slightly turned the device and then "felt that something happened to the device." The device was reported to have broken at the foot. A small incision was made and the parts of the device were retrieved from the tissue track. Hemostasis was achieved via manual compression and femostop. The patient had an extended hospital stay due to the respiratory condition. The patient was discharged. There was no adverse patient sequelae.